Event description:
It was reported that during total knee arthroplasty procedure on (B) (6) 2007, package labeled 141234, lot 448740, 75mm was opened. When implant was introduced to sterile field, it was found to be marked 141232, lot 448530, 67mm.

Manufacturer narrative:
Investigation of returned device found lots were switched and incorrectly labeled at the box and label step of production. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated.